Manufacturer narrative:
A third party service agent evaluated the customer's device and verified the reported issue. Stryker found that the customer was using batteries that are 13 years old, well beyond their expected 2 year service life. Stryker recommended the customer replace their batteries to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device continuously shuts down during use. In this state the device would be inoperable and defibrillation therapy would not be available if it was needed. This issue is patient related; however there was no adverse event reported.